Event description:
Patient pump beeping, rn to answer beep, pump read "distal air". Rn removed cassette to troubleshoot problem, cassette was wet. Rn was not wearing gloves. Drug/liquid was on pump and on floor. No drug/liquid on patient. Drug infusion stopped. With gloved hands drug transported to pharmacy for evaluation and for a new tubing set. Chemo spill cleaned with appropriate chemo spill kit and supplies and disposed of properly. The product is a lifeshield latex-free primary i.v. Plumset convertible pin, 112 inch., manufacture: hospira, lot #: 96028 5h, no expiration date provided, and drug in line was irinotecan.